Event description:
It was reported that the customer experienced issues with the basal settings on her insulin pump. The customer's blood glucose was 118 mg/dl. The customer stated that the insulin pump was not allowing her to set the third basal rate. Troubleshooting was done. Advised customer to follow up with the healthcare provider if the insulin pump settings needed to be changed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.